Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the leads were not explanted. The cause of the issue was not determined. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was scheduled for a battery replacement on (B)(6) 2025 as they noted the their battery randomly felt like it was overheating. The representative noted it had nothing to do with their charging. The patient stated it started 4 months ago and happened 4 times randomly. The healthcare professional (hcp) decided to replace the battery to see if that fixed the problem. Upon interrogation of their old battery impedance revealed electrode 3 at 13850(avoid) electrode 7 11980(avoid) electrode 13 at 22820(avoid) electrode 14 18760(avoid) electrode 15 40000. When we connected to the new battery connections were perfect and impedance revealed 0 avoid electrode 3 30(avoid) electrode 14 21270(avoid) electrode 15 17390 (avoid). The representative noted that none of their programs were utilizing those electrodes and the patient stated the system had been very helpful for their migraines. The physician elected not to send back the battery for analysis. It was noted the personal assistant stated the lead in 8-15 s lot looked worn out. The representative noted that it looked like there was a piece of tissue on one of the electrodes. The personal assistant tried wiping it however, it was noted that it was a part of the lead wearing away. The hcp noted they may have to replace the patient's leads down the road if it became an issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97715, ( (B)(6) ); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2025, section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID: 3888-56 (lot: va0glut); product type: 0200-lead; implant date: (B)(6) 2015, brand name: pisces-quad; product ID: 3888-56, (lot: va0q6p7); product type: 0200-lead; implant date: (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.